Event description:
The account alleged the nurse call is not working. No pt impact.

Manufacturer narrative:
The technician had performed a previous repair on this bed and had replaced the upper control board and then calibrated the scales and when doing so, the nurse call becomes disabled and the technician was not aware of the issue and did not enable the nurse call during the repair. The technician enabled the nurse call feature to resolve the issue.